Event description:
It was reported that the customer entered an incorrect bolus value into the pump and delivered a bolus that was subsequently the incorrect dosage. During troubleshooting with tandem technical support, it was determined that the customer received approximately 2 units of insulin more than the customer should have received. Insulin-on-board (iob) indicated that there was no active insulin in the body as the customer error had occurred approximately 2 hours prior. Customer's bg level was 100 mg/dl (target). Contact indicated that customer would not use the pump for a few days to ensure bg level remained stable.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.